Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device.

Event description:
The customer complained of an issue with their coaguchek xs meter serial number (B)(4) that may impact the interpretation of their results. The customer initially stated that their meter display was faint. The customer performed a display check and missing segments were noted. The customer also noted that the display was faint. The missing and hard to read segments could affect the interpretation of results. There was no allegation of erroneous results or an adverse event. There was no information provided to reasonably suggest that there was any actual misinterpretation of results. The meter was requested to be returned for investigation.